Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10-15 syringes of the bd luer-lok syringe precisionglide needle bd syringe detachable precisionglide needle were either missing from packaging, or were breaking during use, and not locking into the barrel. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident. Lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: no root cause can be determined as no samples were received.